Event description:
Caller reported that their cgm display was greyed out and had no alerts or errors indicating the cause. There was no adverse impact to the customer's blood glucose level. The customer initially attempted to reset the pump on their own but did not complete the process. Technical support guided the customer through the correct procedure to reset the pump, enabling them to start a sensor session and resume insulin delivery successfully. No further assistance was required.